Event description:
Incisional hernias mesh; in 2003 dr. (B)(6) implanted a incisional hernia repair to my husband (B)(6), date of birth (B)(6), at outpatient department (B)(6). All tests, treatments for the past 5 years and death on (B)(6) 2020 after 3 days of complications from the removal of the infected polypropylene mesh that broke and migrated and attached on a large area of the colon that also was removed and also mesh and fistula. We do not know the mesh. A surgeon dr. (B)(6) gave us a piece of mesh. Also the pathologist from the (B)(6) hospital has all info and dimensions of the mesh. Dr. (B)(6) refuses to give us the name of the mesh.(dr. (B)(6) informed our family dr that it is a polypropylene mesh. We have a copy of the letter). It is believed it is a bard kugel mesh patch. Please help us identify the mesh and also we give you permission to access his records from all 5 years and many months of hospitalization where he had treatment for five years and had many surgeries in and died 3 days after the huge complicated surgery to remove the mesh, to remove a fistula, to remove a large portion of the colon where the broken mesh attached and protruded into the colon, when (B)(6) died. The pathologists still have at our request all cases of the specimens from dr. (B)(6) and dr. (B)(6) also we have dr (B)(6) medical license if you need. He is semiretired but he has an active license too next year. His address is (B)(6). Please help us. We worry about statue of limitations. My email (B)(6). Thank you, (B)(6). Death (B)(6) 2020 after surgery of mesh infected attached on colon and colon resected. All these were contributory factors. The killer manufacturer must assume responsibility must pay hospitalizations and torture sufferings. FDA safety report ID# (B)(4).